Event description:
Impactor broke during surgery, resulting in a 20-minute surgical delay.

Manufacturer narrative:
Examination of the returned item confirms the observation. Based on the date of MFR and previous supplier, and supplier quality evaluations, the root cause is attributed to a supplier manufacturing process. Misuse may have also been a factor. Corrective action has been established through a supplier process change in dec. Of 2006. Monitor for this issue with products manufactured beginning in dec. 2006.